Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the complainant sometimes "taps on his belly" or repositions himself in his chair and "releases" approximately 200-300cc of urine. He reported that the stream is fairly forceful, and he alleged that the sheath of the catheter collapses. He alleged that afterwards urine will not come out of his body due to a vacuum effect in the collapsed catheter. The complainant also alleged that due to the urine being trapped in his body he developed a urinary tract infection.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have cause or contributed to the reported event. The instructions for use states the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Precaution: do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove: gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.